Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed a broken solder connection at the base of the force sensor socket. Review of the pump history revealed multiple loss of prime and "no cartridge detected" warnings associated with zero force. The pump did not dispense fluid from the cartridge during evaluation however, the pump did not hold prime during evaluation.

Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.